Event description:
Caller reported that the pump malfunctioned after it was dropped on carpet earlier in the day, with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, tandem technical support arranged to send a replacement pump with updated software, and provided training resources through the customer¿s tandem source account. In the meantime, the customer reverted to using multiple daily injections (mdi) as a backup form of insulin delivery. Tandem provided instructions for returning the problematic pump via ups and confirmed details for sending the replacement.